Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at 4mg/day via an implantable pump. The indication for use was spinal pain. Following a pump replacement and while updating the pump telemetry was interrupted. The reporter was concerned there were two priming bolus's programmed. The reporter only had one session date report and the pump logs were showing two updates. Total tubing volume 0.33ml reservoir volume reading 17.6ml. The pump was filled with 18ml of drug. Per the reporter the patient became unresponsive and the agent instructed the reporter to get the nurse and the call was disconnected. On 24-may-2016 it was further reported that the patient was admitted to the ICU (intensive care unit) and the patient's condition had improved. The reporter had spoken to the physician and it was felt the patient received two priming bolus's the reporter stated they only saw one session data report in the physician programmer. On 31-may-2016 it was further reported that the patient stayed overnight in the hospital for observation. The physician reported the patient was discharged the following morning and doing well. On 08-jun-2016 additional information received reported that the telemetry was manually cancelled and then restarted. Two priming bolus commands were sent to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.